Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): touchscreen froze (no display or display failure); system message displayed (device displays error message). The nurse reported the touchscreen froze during a case. After the touchscreen froze, the system displayed a system message. The system was rebooted and the case was completed as planned. A 15 minute delay occurred while troubleshooting the issues. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).